Event description:
The patient was bilaterally implanted with siltex saline contour mammary prostheses in 1998. Subsequently, the patient experienced bilateral deflations of the devices, capsular contracture and pain. The devices were removed in 1999.